Manufacturer narrative:
All available information indicates that this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product displayed signs of an erosion. A local area sales representative confirmed the patient did not have an infection, however is prone to infections due to an underlying blood disease. An invasive surgical procedure was performed to revise the pocket. No adverse patient effects were reported as a result of the revision procedure.